Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 (crep) results for 1 patient sample on a cobas 8000 c702 module. An interference with the creatinine plus ver.2 assay was suspected. The initial result was 97 umol/l. The physician questioned the result because it didn't match the patient's clinical condition. The sample was repeated on an au analyzer (beckman coulter), and the results were 201 umol/l and 197 umol/l. These results were believed to be correct. The sample was repeated on another cobas 8000 c702 module, and the result was 93 umol/l. On (B)(6) 2025, the sample was repeated on the same cobas 8000 c702 module as the initial result. The crep assay result was 94 umol/l, and the cre-j assay result was 212 umol/l. The sample was repeated with the crep assay on a cobas c503 module, and the result was 96.1 umol/l. The creatinine assay used on the cobas 8000 c702 module was crep (enzymatic assay), while the assay used on the au analyzer was cre-j.

Manufacturer narrative:
The qc was acceptable. A general product problem was excluded. The sample was returned for investigation. During cross-platform testing, the enzymatic method consistently yielded falsely low results on all systems (cobas c 702, c 503, and au5800), whereas the jaffé method provided clinically accurate measurements. The investigation concluded that the root cause is an analytical interference caused by an exogenous substance (most likely a medication or supplement) that specifically inhibits the enzymatic reaction. The specific interfering agent could not be isolated due to a lack of a detailed patient medication history. The investigation did not identify a product problem.